Event description:
It was reported this drainage catheter was placed for treatment of a renal cyst. Post placement, ethanol was injected through this catheter. It was noted the catheter was fractured in four pieces. A snare was utilized to successfully retrieve the detached catheter segments. Another catheter was placed for continuation of treatment. The pt's condition is good. This device was destroyed by the user facility. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Therefore co is unable to determine if the device met its specifications. Follow up revealed alcohol was injected into this catheter. This device is a drainage catheter and co's directions for use outline appropriate usage of this device. Co believes the non-indicated use of this device contributed to this event and does not attribute it to this device. Directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses and mediastinal collections... Caution: do not allow alcohol to come in contact with the catheter. Exposing the catheter to alcohol may damage the coating and the catheter".